Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was removing air from the cartridge 3 times before filling the cartridge with insulin. Tandem clinical support informed customer that removing air from the cartridge 3 times before filling the cartridge with insulin., is off label per the user guide. Customer¿s blood glucose level was 427 mg/dl with high ketones. Customer reverted to an alternate form of insulin therapy.